Manufacturer narrative:
Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported maxzero needleless connector had a loose/detached IV. The following information was provided by the initial reporter, translated from (B)(6): "it does not fit the set and the syringe, expelling the material and leaking the medication."

Event description:
It was reported maxzero needleless connector had a loose/detached IV. The following information was provided by the initial reporter, translated from portuguese: "it does not fit the set and the syringe, expelling the material and leaking the medication."

Manufacturer narrative:
H6: investigation: a mz1000 sample was not available for investigation of this feedback; however the customer confirmed that the complaint sample was from lot 20106439. As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph did not identify any obvious manufacturing defects which may have contributed to the customer's experience. No further information was available to assist the investigation in this instance. A review of the production records for lot 20106439 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue.